Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was a confirmed pump motor stall noted in the event logs with no motor stall recovery. The stall occurred at "9:09am." The patient heard the critical alarm. She tried to use the ptm and noted the 8476 code. The patient and the healthcare provider attempted to update the pump. Magnets were ruled out. The cause of the motor stall was not determined. The patient experienced increased pain. The pump was replaced and the patient was doing well and had recovered without sequela. The drug used in the pump was morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear anomaly stall due to shaft-bearing.